Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer was hospitalized due to diabetic ketoacidosis. Customer also faced hyperglycemia with blood glucose at time of hospitalization was over 800 mg/dl. Bg value at the time of reporting was blood glucose value: 160 mg/dl. Customer was treated with IV insulin drip. It was unknown whether customer using the insulin pump within 48 hours of the high blood glucose event. Auto mode feature activation at the time of high blood glucose event was unknown. Trouble shooting was unable to perform. The product will not be returned for analysis.

Event description:
Missed/corrected description: incident date was (B)(6) 2022. Customer was confused, tired/weak, and had increased thirst. Auto mode was not used.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been added, which was missed in the initial report. The information has been provided in section b3 & b5 with this report.

Event description:
The customer was hospitalized on (B)(6) 2022. The device was returned for analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in the section b5 with this report. S.w version 4.11e. Retainer ring = clear. Case type = ngp. Customer returned pump for an alleged was hospitalized for high blood glucose and diabetic ketoacidosis found on (B)(6) 2022 (per ss event date). However, the customer's note stated the customer returned pump for an alleged was hospitalized for high blood glucose and diabetic ketoacidosis found on (B)(6) 2022 21, 2022. On (B)(4), svn#: 000312084290 - customer returned pump for an alleged sensor glucose/blood glucose anomaly, visit to emergency room and was hospitalized for high blood glucose and diabetic ketoacidosis found on 07-dec-2020. On (B)(4), svn#: 000310839893 - customer returned pump for an alleged auto mode anomaly and pump error 68 alarm found on february 04, 2020. On (B)(4), svn#: 000310128743 - customer returned pump for an alleged auto mode anomaly and high blood glucose found on august 07, -2019. On (B)(4), svn#: 000309911075 - customer returned pump for an alleged auto mode anomaly, pump/transmitter/sensor communication anomaly and high blood glucose found on 09-jun-2019. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08665 inches. However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. The pump was programmed with contour next test glucose meter. The pump connected successfully to the test meter and displayed ¿blood glucose meter connection successful¿. The pump communicated properly and recorded the 85 mg/dl test value properly from glucose meter. The pump sensor feature is working properly. No unexpected pump/blood glucose meter communication errors or anomalies noted during testing. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. The pump was programmed with basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump was then programmed for auto mode. The display showed the calibrate your sensor alarm properly after completion of the auto mode warm up. The pump sensor feature and the auto mode connection are working properly. No sensor related errors or anomalies were noted. No auto mode anomaly, history anomaly, delivery anomaly, bolus anomaly or basal anomaly noted during testing. No sensor gucose/blood glucose anomaly and pump/transmitter/sensor communication anomaly noted. Power management graph was successfully generated. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior. No alarms or alerts noted during the testing. Please see below for the date range listed in the formatted history file. The formatted history file lists data from september 07, 2022 to december 27, 2022. There was no data available to verify power error 68, power error , low battery alert, power loss alarm and replace battery alert/replace battery now alarm in the formatted history file for the event date of 04-feb-2020. There was no power error , low battery alert, power loss alarm and replace battery alert/replace battery now alarm for the event date of october 24, 2022. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical board1, electrical board2, force sensor, motor and vibrator assembly noted. The original electrical board2 was installed in a test electrical board1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original electrical board1 was installed in a test electrical board2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The pump had a high sleep current measurement, suspected on electrical board1. Force sensor zero offset within specification (23.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer¿was noted during testing. The following were also noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. A cracked retainer was confirmed. Unable to verify customer alleged for high blood glucose and diabetic ketoacidosis. The force sensor is within specification and the motor functioning properly. Sensor glucose/blood glucose anomaly, pump error 68 alarm, auto mode anomaly and pump/transmitter/sensor communication anomaly were not confirmed. However, unexpected battery power loss or replace battery alert/replace battery now alarm was confirmed, suspected on electrical board1. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A cracked retainer was confirmed. Unable to verify customer alleged for high bgs and dka. The force sensor is within specification and the motor functioning properly. Sg/bg anomaly, pump error 68 alarm, auto mode anomaly and pump/transmitter/sensor communication anomaly were not confirmed. However, unexpected battery power loss or replace battery alert/replace battery now alarm was confirmed, suspected on pcba 1. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer was hospitalized due to diabetic ketoacidosis. Customer also faced hyperglycemia with blood glucose at time of hospitalization was over 800 mg/dl. Blood glucose value at the time of reporting was blood glucose value was 160 mg/dl. Troubleshooting was not performed. Customer was treated with intravenous insulin drip. It was unknown whether customer using the insulin pump within 48 hours of the high blood glucose event. Auto mode feature was inactive at the time of the incident. The product was returned for analysis.